Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results. Meter testing on (B)(6) 2010 may have used a drop taken from the venipuncture sample. Re-testing on (B)(6) 2010 was done after pt changed the meter batteries and ate a salad.